Manufacturer narrative:
(B)(4). The ipg and lead assemblies were returned for analysis. The ipg passed the functional testing and operated within the manufacturing specifications. No functional testing can be performed on the right lead. It was received cut in two segments -]no other damages or anomalies observed throughout the right lead. The left lead assembly failed the functional testing. Visual inspection confirmed rounded fractured coils across all coils. Fractured wires caused the out-of-range/high impedance failure. Added the serial number in section d. Updated h6 and b5. Other devices explanted: model: 5100, description: reactiv8 implantable pulse generator, serial number: (B)(6), UDI #: (B)(4). Model: 8145, description: reactiv8 implantable stimulation lead, serial number: (B)(6), UDI #: (B)(4).

Event description:
It was reported that the patient had an out-of-range/high impedance on all four electrodes of the left lead. The device was turned off while scheduling the revision surgery. There was no patient harm or injury. Due to the patient's functional neurological disorder (fnd) and pseudo-seizure condition, the reactiv8 system was explanted. All devices were removed without complications.

Manufacturer narrative:
Mml # c-01778.

Event description:
It was reported that the patient had an out-of-range/high impedance on all four electrodes of the left lead. The device was turned off while scheduling the revision surgery. There was no patient harm or injury. Due to the patient's functional neurological disorder (fnd) and pseudo-seizure condition, the reactiv8 system was explanted instead. All devices were removed without complications.